Event description:
New information received notes that the patient was fine before, during, and after the event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential oversensing was observed. The oversensing was reproduced with coughing. Programming changes were made.